Manufacturer narrative:
The field service engineer (fse) replaced the gear pump, degasser, 40 psi cuvette manometer, eco-detergent (ecod) probe, and silicone pipes in the bathwater circulation system. He performed adjustments of the z movement of sample probe and ecod probe. He also adjusted the inlet pressure. He then replaced the cuvettes and lamp. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined the event was consistent with a maintenance-related or component issue.

Event description:
The initial reporter received questionable trigl triglycerides results from 28 patient samples tested on the cobas 8000 cobas c 502 module. The reporter stated that before the discrepant results occurred, there was foam formation in the incubation bath which covered all the cuvettes in the equipment. The initial results were reported outside of the laboratory. Please refer to attachment "pt-78433" for examples of the discrepant results. The repeat results were deemed correct.  The reagent lot number is 648443. The expiration date was requested but not provided.